Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device seized, jammed and moved heavily, the internal motor failed at the moment of verification and remained locked possibly due to loose detecting. The device also failed pretest for check function of soft mode switch (safety system). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device manufacturing. Additionally, a review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device stopped working after delivery to facility. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date device returned to manufacturer was documented as 10/11/2018 on the initial report and has been updated as 2/15/2019. Additional information: during further evaluation, it was determined that the device also failed pre-tests for 110 check triggers for fwd / rev mode, 20 check for untrue running, 130 check for excessive noise, 140 check the power with test bench 110 to 160 w: n/a, 150 check starting behavior and 160 lubrication. If additional information should become available, a supplemental medwatch report will be sent accordingly.